Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through CAPA.

Event description:
The customer reported to corporate product surveillance regarding the interlink t-connector extension set in which the injection port on the t-connector blew off while using a contrast injection scanner (power injector). The injection was through a microclave valve connected at the proximal end of the extension set and the top of the interlink port just blew/fell off during the injection. This was discovered when the patient's blood was found inside the extension set. There was no patient injury or medical intervention reported. No additional information is available.